Manufacturer narrative:
A ge service representative performed an onsite investigation. One of the system's circuit boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a generator error message that prevented the system from booting up. There is no report of patient injury.